Event description:
It was reported that during the implant attempt the lead could not be placed because of patient anatomy issues. The lead was removed and discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.